Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to bradycardia. It was observed that the right ventricular lead exhibited an increase in pacing impedance and loss of capture. It was noted that the patient had previously fallen, which corresponded with the increase in impedance. The lead was capped and replaced on (B)(6) 2021, and the patient was in stable condition.